Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2016 due to a stroke. The cause of death was a subdermal hematoma. The caller stated that the customer had a stroke that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected in an unknown time frame prior to passing. The customer was not using sensors. The caller stated that they would call paramedics three times per week due to low blood glucose. The customer was intentionally taking too much insulin to keep their blood glucose low. Their health care professional preferred higher blood glucose levels, but the customer preferred to be low. The customer had a seizure and dementia, and the hospital staff may have taken the customer off the pump. The caller declined to return the insulin pump for analysis as it had been donated. Frn-unk-rsvr unomed set